Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 135 mg/dl. The customer reported a button error alarm from the insulin pump while changing the reservoir. The customer also reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The battery of the insulin pump was reinstalled to no avail. The customer also reported a failed battery alert from the insulin pump after the battery was reinstalled. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to treat per the health care provider's instruction. No additional information was provided.